Event description:
The customer reported that the analyzer produced high glucose results on one pt plasma sample (original value:265 mg/dl, same plasma sample repeated 6 days later, value obtained: 93mg/dl). There was no report of pt harm as a result of this occurrence.